Event description:
It was reported that the patient complained of "thumping" within one month of implant, so the atrial lead was programmed off. Some time later, the atrial lead was noted to be pulled back into the lower svc (superior vena cava). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.